Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported implant/abutment connection had become damaged thus preventing full seating of either final abutment and healing abutment, tooth 30.

Manufacturer narrative:
Zimvie received one (1) xiitp5411, (osseotite tapered certain prevail implant 5/4 x 11.5mm) for evaluation. Visual evaluation was performed, a 3rd party removal tool is stuck inside the implants drive feature. Unable to confirm drive feature damage. DHR review was completed for the subject lot number 2017121348. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017121348 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation were missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. The event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes .

Event description:
No further event information available at the time of this report.